Event description:
A cypher was deployed at lower than 12 atm at the target lesion, then it ruptured before the pressure reached 12 atm. A spiral dissection occurred, slow flow was observed. Patient decompensated requiring stent placement. A driver stent (size unknown) was deployed and the procedure was completed successfully. Required intervention to prevent permanent impairment damage.